Event description:
Sensor board failure was reported while monitoring a patient. Additional information has been requested.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 from the customer: the readings went way high. This was after the patient had been moved and it was assumed by the customer, after some trouble shooting, that the fiber optic cable had broken. The customer attached another monitor but it also did not give a reading that fit the clinical picture. The patient did have a ventric drain so they were able to "jury rig" a transducer and follow the icp in that manner. This approached worked fine and it was continued for some days with the doctor's approval. The customer stated "I do not feel there were any adverse consequences or delayed treatments". Additional information was received on (B)(6) 2015 from the customer: the customer felt the fiber-optic was broken, as it was the only thing that they could not change out. Their trouble shooting efforts involved checking connections, swapping out the cable and camino monitor, assessing the patient, and transducing the ventric. When the readings went way high, the patient was not in distress. The high icp reading was 200 plus. It was believed there was an error code. The patient icp had been in the 8-15 range. The problem may have been both the monitor and the broken fiber-optic. The product ID and serial number of the second monitor used were unknown. The icp reading that the second monitor displayed was also high. Since the icp readings were both very high with the two camino monitors, they were not continued to be used; the transducer was used to monitor icp. No further information was provided. Linked to mfg report numbers: 2023988-2015-00037 and 3006697299-2015-00148.

Manufacturer narrative:
Integra has completed their internal investigation on 10/23/2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿jun. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for the cam02 monitor (B)(4), reference appendix 2. The communication verified the monitor is still awaiting repair for the complaint incident. (B)(4). Conclusion: the root cause of the complaint incident was identified as the catheter used with the cam02 monitor when the complaint incident occurred. The cam02 monitor was verified as meeting performance specifications.